Event description:
It was reported by the rep that the (2) tct75 were used during a whipple procedure. It was reported that the device was fired across the stomach, but not all of the staples formed. A new instrument was opened and the same experience was repeated. Since the malformed staples were on "specimen" tissue no more attempts were needed at a good staple line. The procedure was completed without pt consequence.